Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was taken to operating room for right thoracotomy. The patient had a syncopal event with ventricular tachycardia following right pleural tube removal. Patient then became unresponsive with ventricular tachycardia and ventricular fibrillation. Chest compressions were started. Patient was intubated at bedside. Multiple rounds of advanced cardiac life support drugs were also given. Patient was transferred to cardiovascular intensive care unit. Right pleural chest tube placed, initial output was 1 liter. Several minutes later, chest tube output picked up rapidly and patient coded again.

Manufacturer narrative:
Section h6 (patient codes): additional information. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to cardiogenic shock, ventricular tachycardia, ventricular fibrillation, and a syncopal event could not be conclusively determined through this evaluation. A direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient had a syncopal event with ventricular tachycardia following right pleural chest tube removal. The patient then became unresponsive with ventricular tachycardia and ventricular fibrillation. Chest compressions were started, and the patient was intubated at bedside. Multiple rounds of advanced cardiovascular life support drugs were given, and the patient was transferred to the cardiovascular intensive care unit. A right pleural chest tube was placed with an initial output of 1 l, but the chest tube output picked up rapidly several minutes later and the patient coded again. The patient was taken back to the operating room for a right thoracotomy, then the patient was transferred to the cardiovascular intensive care unit in critical condition. The patient passed away on (B)(6) 2020 due to cardiogenic shock shortly after returning to the intensive care unit. It was noted that the pump functioned as intended, and the outcome was not device or therapy related. No autopsy would be performed. The pump was not explanted and would not be returned. There is no product available for investigation, and it was reported that no follow up questions would be answered. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death was cardiogenic shock.